Event description:
It was reported to philips that the flexvision monitor was non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the problem arose during a cardiac arrhythmia planned/non-emergency treatment that was completed in another room. The philips field service engineer (fse) assessed the system on site and determined that the flexvision monitor was not operational. Fse noted the monitor screen was blank, and when the display was turned on, the led flashed briefly red. Fse verified that the monitor's 220v power supply was adequate. During troubleshooting, fse discovered that the power supply within the display was faulty. To resolve the issue, fse replaced the flexvision monitor. After replacement, the system was restored to full operating order. The codes were updated based on the investigation outcome.